Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no reportable event from the customer's allegation on 16oct2025. It was observed that during the device evaluation on 27nov2025, the colonovideoscope exhibited foreign matter that is present inside the nozzle. There was no patient involvement.